Manufacturer narrative:
See d4 lot number. Complaint has been evaluated and is similar to previous report number: 1644408-2019-01273; 508-32-204, s801 - device cracked/broke, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to broken central screw.